Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient attempted to charge ins last night and controller would not power on - even when plugged into the wall. Caller had patient reset controller but this didn't resolve the issue. Caller had patient insert new aa batteries into controller and it powered on briefly to show screen to the effect of "memory lost" but then didn't wake up after that. The caller was not with the patient. The caller was redirected to have patient call patient services (ps) for further troubleshooting and replacement, if needed. Caller stated they had spoken to patient before about resetting controller but caller didn't report any historical event or provide the context in which they spoke about removing and reinserting the battery pack. The patient's representative then  called stating the remote is not turning on, the screen remained black, patient services (pss) had them take out battery and plug to the wall which did turn on, however, once battery was placed back in the patient was unable to use the touch screen and no buttons were working. The pt was unable to turn on nor charge their implant. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received from the patient (pt). It was reported that they received the new controller and wanted assistance in pairing the device to the ins. The caller was walked through pairing and then walked through connecting to recharge. The pt was connected with excellent charge quality; the ins was 30%. The pt called back from number registered saying they got the new controller, but ever since they received it, they would get no device found unless the recharger (rtm) was plugged in. Reviewed information and sent controller replacement request to repair so pt would be able to pair the controller that they will get to the ins and use it without the rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.